Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with her sensor. Customer stated her readings are at least 100 points difference. Customer stated that she spoke to someone at the hospital and was informed if bleeds to much in a specific area she should change the area in which she wears the sensor. Customer was currently of the sensor. Customer stated, the insulin pump alarmed she was low, her blood glucose was actually 120 mg/dl, and the device went into threshold suspend. Troubleshooting was not performed. No further information reported.